Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient is scheduled for an x-ray to determine if the device had flipped but the results were not available at the time of report. The patient was asked to keep a diary and should the event occur again they will contact their manufacturer representative. At the time of the report the patient was okay. The cause of the event was undetermined as the x-ray results were not available at the time of report. Follow up was requested and if it is received a follow up report will be sent. Put on second rr -- see also manufacturer¿s report #3004209178-2014-15510 for the concomitant system.

Event description:
Additional information received reported the manufacturer¿s representative (rep) was asked by the healthcare provider (hcp) to investigate if there was any literature on the ins causing acute radiculopathy. The patient felt pain from their implantable neurostimulator (ins) site to their legs with the implant on or off. The patient reported that if they moved the ins in the pocket, as it¿s very loose, they would get some relief. The healthcare provider (hcp) was trying to understand if an ins pocket revision would fix this issue, or if the issue was an underlying issue unrelated to the ins pocket site. On (B)(6) 2014 all impedances were within normal limits. At the time of the report the patient was receiving 50% or greater symptom reduction and was doing well. There was no known cause of the acute radiculopathy or why the ins was loose, and no action had been taken to resolve the acute radiculopathy or the loose ins in the pocket. See regulatory report #3004209178-2014-17470 for previously reported information.

Event description:
It was reported, the patient has two implantable neurostimulators (ins) and they are having trouble with the one for their lower body. The patient reported that 1.5 months prior to report they contacted their manufacturer representative because their ins was ¿sticking out¿ however it went away so they did not meet. Then on the day prior to the report the ins was sticking out again and ¿kept moving on a nerve¿. The patient had not had any falls or trauma however when they noticed the ins sticking out they had been working on stuff around their house and the ins was ¿moving around¿, up towards their back and the whole area is swollen around it. The patient was not sure the ins was sutured down and has flipped the ins in the pocket when it is ¿sitting in the pocket sideways¿. With the problems with the ins the patient reported that it is also ¿throwing shocks at them¿ and that even though they are taking pain medication it is not helping. They are also experiencing warmth and a burning sensation at the ins site. The patient has had three occasions that when they bend over burning sensation will get ¿sharper¿ and will shot down their leg. Impedances were checked and were with normal range. The patient was also at their health care provider¿s (hcp) one week prior to report, had blood work done, and they were told they had an infection in their body however a CT scan did not show any infection. The patient has since met with their hcp because they have also had 3 episodes of shooting nerve pain down their leg from the ins site. The ins is ¿very movable¿ and when the patient moves it their get relief from the ¿burning, nervy pain sensation¿. Despite the symptoms they are experiencing the patient was noted saying their stimulation is fine and they are getting stimulation in the target site. It was initially believed to have been fluid shunting but the hcp does not believe it was and is now considering a pocket revision to see if it will resolve the issue. The hcp does not believe the patient¿s symptoms are related to the device because ¿any nerves around the ins are too deep¿ however they are going to perform an x-ray and the patient is too keep a journal. The hcp thinks the ¿pain going away with ins movement¿ is a coincidence and is likely due to the patient being more active than usual. See also manufacturer¿s report #3004209178-2014-15510 for the concomitant system.

Manufacturer narrative:
Product ID 37712, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 97740, serial# (B)(4); product type programmer, patient product ID 39565-65, serial# (B)(4); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).